Event description:
It was reported that over-sensing of ventricular noise reversion was detected on a remote transmission. It appears to be external noise. The patient will continue to be monitored remotely. There were no adverse health consequences, the patient was stable.